Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported being hospitalized for pneumonia and kidney issues. The user was diagnosed with pneumonia and kidney disease. The event happened on (B)(6) 2025. At the time of the call, the user was still hospitalized.the event was not related to diabetes or glucose measurements.per dms, user is currently using the system with up-to-date information.